Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above the elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that due to the patient's dependency on the pacemaker and a recent safety notification for a header anomaly advisory, the physician opted to replace the generator. The pacemaker was explanted. The system was removed from the left and a new system implanted on the right successfully due to the patient's need for radiation treatment. The patient was stable throughout the procedure.